Event description:
A medtronic representative reported that, while in a vertek biopsy procedure, using synergy cranial 2.2.6 software, and in the navigate task, the navigate views (trajectory 1 and 2, guidance view and probes eye views) were not updating continuously. In trouble-shooting, the camera tracking view was opened and was tracking properly. During navigation the issue remained when attempting to change views and cycle views. Manipulating the foot pedal on the i7 screen and the actual foot pedal did not resolve the issue. Changing to the foot switch behavior to navigate while the foot switch was pressed and re-booting brought no results. The surgeon was using stealthair reference frame. The medtronic representative changed procedures from a biopsy procedure to a tumor resection. While in the tumor resection procedure, the orthogonal views updated as they should. The software continued to function properly for the remainder of the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic representative reported that the issue has not re-occurred. The site has used the system for cranial cases since this event was reported. Software investigation has not been completed at time of this report.